Manufacturer narrative:
Carefusion complaint number (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that this unit was sent to the biomed shop by the respiratory therapist and is displaying "circuit occlusion" and "ext high ppeak." The unit will not ventilate and the safety valve is open with a continuous audible alarm present. The biomed checked the pressure transducer values and the expiratory pressure transducer deviated by more than 400 points. It is unknown if this unit was on a patient at the time of the incident. Carefusion has requested this information but the customer was unsure.